Event description:
It was reported that this device declared a fault code error, and beeping tones were emitted. Subsequently, the device was explanted and replaced without further issue. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this device declared a fault code error, and beeping tones were emitted. Subsequently, the device was explanted and replaced without further issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device never recorded code 1003 and experienced normal battery depletion.